Event description:
An optometrist reported a case of "persistant 3mm round" epithelial defect, observed on a patient's right eye ten days post photo refractive keratectomy (prk) retreatment. Reporter indicated epithelial defect slow to heal following retreatment. Patient noted eye feels gritty. Additional information received from reported stated the right eye epithelium was debrided and the reported patient issue was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when reportable information becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was release based on company acceptance criteria. (B)(4).